Event description:
The manufacturer received information alleging of a thermal event to a dreamstation auto CPAP device. The user alleges the device caught fire while in use. The user alleges the device first had a smoky smell and they took out the water reservoir and noticed there was water on the counter. The user states the device tipped over and they saw fire and smoke coming from the device. There was no report of patient harm or injury. The device has not returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging of a thermal event to a dreamstation auto CPAP device. The user alleged the device caught fire while in use. The user alleged the device first had a smoky smell and they took out the water reservoir and noticed there was water on the counter. The user stated the device tipped over and they saw fire and smoke coming from the device. There was no report of patient harm or injury. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.